Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call hardware low level failures alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised the self-test failed and the hardware low level failures alarm occurred during basal delivery. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error found at the formatted history file with variable due to broken traces at pin keypad assembly. Device was programmed with test guardian link and glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Device display the programmed value properly on the display graph. A calibration value was manually enter and device display the programmed valued properly on the display graph. Device sensor feature working properly.